Event description:
Hosp personnel were attending to a pt in a code situation. Allegedly, the device locked up and the front panel switches became inoperable. A back up device was obtained and used to continue treatment to the pt. There were no adverse effects to the pt reported as a result of the alleged malfunction.